Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review part:513.005 lot:f-20294 manufacturing site: werk selzach supplier: (B)(6). Release to warehouse date: 05 oct 2016 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment. Visual analysis of the photo revealed that drill bit ø1 l46/34 2flute is broken and embedded in the body of the patient confirming the allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drill bit ø1 l46/34 2flute. There is no indication that a design or manufacturing issue has caused the complaint condition hence the root cause cannot be established. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : part:513.005, lot:f-20294, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 05 oct 2016, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure on (B)(6) 2024, the 1.0 drill bit broke, and a part of it got inside the patient's bone because it could not be removed. The specialist attempted to solve it, but fragment that was broken could not be removed. The patient was affected by what happened as it was necessary to extend the times of surgery by approximately one hour, and therefore the time of anesthesia. The fragment remained in the patient¿s bone and couldn't be extracted. The patient¿s condition was reported to be stable and without any additional issues during and after the surgery. This report involves one drill bit ø1 l46/34 2flute. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No health consequences or impact (f26) was removed based on the additional information received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received stated that the surgery was successfully completed and the patient's condition during and after the procedure was stable and without additional complications to those previously reported in this report, where a small fragment of the broken drill bit remained inside the patient's bone. As reported in the report, due to the reported event there was a surgical delay of approximately one (1) hour, time in which an attempt was made to remove the fragment that remained inside the patient's bone, but it was not possible to resolve this inconvenience and the specialist decided to continue with the surgery leaving the small fragment of the drill bit inside the bone and thus finish the surgery successfully. No further surgical intervention was necessary.